Event description:
On (B)(6) 2010, while surgeon (dr. (B)(6)) was creating the second channel with the ccw dissector in the eye, the tip of the dissector came up through the cornea. He was able to insert the segment and the patient was given post op antibiotics and steroids as is normal. Patient was sent home and returned for one day follow up with improved vision.

Manufacturer narrative:
Analysis performed: two instruments were returned for evaluation; 2 corneal separators, 1cm and 1ccw. All the returned instruments were removed from the shipping box and given a quick visual check before being autoclaved. The corneal separators were shipped in their sterilization cases and were returned to the cases after visual examination. After sterilization, the instruments were visually examined under magnification at 10 to 20x with tungsten illumination. No visual defects or damage was detected. The corneal separators were then measured to new instrument specifications for 10730-x. All the corneal separators measured in specification for outside diameter. The corneal separators were each measured for outside diameter, tip radius, blade concentricity and planarity both measured within specification limits.